Manufacturer narrative:
Qc prior to the event was within the lab's established ranges. A field service engineer (fse) was on-site. Fse evaluated the system, replaced some hardware and the system was resumed.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding multiple low creatinine (cre) results generated by the unicel dxc 800 pro synchron chemistry analyzer. The samples were rerun and gave higher results. There was no affect to patient treatment as a result of this event.